Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 5554 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient went to the emergency room, whereupon pacing failure and partial lead fracture were suspected. Polarity had changed to unipolar due to high impedance, but measurements at the time found normal impedance. Later, bradycardia was observed due to oversensing. The pacing mode was set to aai and the lead remains in the body. No patient complications have been reported as a result of this event.